Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2017. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; diff bowel; incont not pres; rec incont. Nonsurgical treatments: on (B)(6) 2020 the patient commenced incontinence medication: oxybutynin patch for the treatment of: aims to settle the symptoms of overactive bladder and help with the incontinence. Treatment duration: 18 months. On (B)(6) 2020 the patient commenced other medication (please specify): dulcolax suppositories for the treatment of: to aid with constipation. Treatment duration: 14 months. On (B)(6) 2020 the patient commenced other medication (please specify): anusol suppositories for the treatment of: soothe the pain of haemorrhoids caused by the constipation. Treatment duration: 14 months.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.